Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for an unrelated reason. Upon interrogation, the right atrial lead exhibited noise and auto mode switch episodes. Programming changes were performed. The patient was stable.